Event description:
Caller reported aviva system blood glucose results of 273 mg/dl and 129 mg/dl within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the plunger was pulled back only one link was attached to the foot. The device was removed and a second proglide was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was available.